Manufacturer narrative:
Device evaluation the lens was not returned to the manufacturer for evaluation as it was disposed of after being explanted. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. The complaint history search revealed no other complaints for this production order number has been received. Based on the investigation results there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was explanted from patient's left eye as the patient did not like the multifocal iol. There was no issue noted with the implantation of the iol. There was no vision issue; however, patient wanted to exchange the multifocal iol with a standard lens willingly. The zlb00 iol was replaced with a z9002 iol. After the replacement, patient is happy and wears glasses. The explanted lens was cut out of the eye and disposed of. No further information was provided.